Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1781k was requested and customer response was the device returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Pump failed to boot up properly, once installing aa battery, reoccurring failed battery test occurred. Unable to perform sleep current test, active current test, and self test due to reoccurring failed battery test. Test p-cap locks properly into the reservoir compartment. Unable to download pump history files and traces using thus software due to failed battery test. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, broken belt clip rails, pillowing keypad overlay, and label damage. Failed battery test was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Cosmetic damage was confirmed at the backside. Unable to download was confirmed due to reoccurring failed battery test alarm. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.